Event description:
It was reported that this pacemaker system exhibited exhibited a high out of range impedance measurement and noisy signals for its right atrial (ra) lead. This pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: patient identifier a1. Date of birth a2. Age at time of event a2. Unit of measure - age a2. Sex a3b. Gender a3b. Report source g2.

Event description:
It was reported that this pacemaker system exhibited exhibited a high out of range impedance measurement and noisy signals for its right atrial (ra) lead. This pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.